Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had multiple battery error alarms. The customer's blood glucose reading was 414mg/dl at the time of incident. Troubleshooting found that the customer changes the pump batteries a few times per day and the pump had alarms in the pump history. Customer also indicated that the display is blank and blood glucose has been high. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis. Customer declined high blood glucose troubleshooting.

Manufacturer narrative:
The insulin pump passed the functional tests, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within spec range. The insulin pump received with normal operating currents. No unexpected power loss alarm or low battery alarm noted. The insulin pump monitored for several days and no black display noted. The insulin pump monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected insulin pump error alarm noted. All buttons functioning properly. No damage in the keypad assembly noted. No unlocked printed circuit board keypad connector during visual inspection. The insulin pump passed the leak test. The insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.